Manufacturer narrative:
Retention products for the reported lot number were tested with -50% cutoff control for coc. All devices produced expected negative results for coc at the 5-minute read time. Retention and returned products were also tested with in-house, drug free urine and all devices produced expected negative results at the read time. Manufacturing batch records of the final-product, relevant product components, and quality control release data were reviewed. No relevant non-conformances, deviations, or abnormalities were found. All quality control specifications were met. The reported complaint for a false positive coc result was not replicated as retention products performed as expected. A root cause could not be determined based on the information provided. This product provides only a qualitative preliminary analytical result. A secondary analytical method must be used to obtain a confirmed result. Gas chromatography/mass spectrometry (gc/ms) is the preferred confirmatory method. There is a possibility that technical or procedural errors, as well as other interfering substances in the urine specimen may cause erroneous results. A positive result might be obtained from certain foods or food supplements.

Manufacturer narrative:
Investigation pending.

Event description:
(B)(6) 2018: (B)(6)-year old female patient was admitted to the emergency department after accidentally ingesting benzodiazepines. A urine sample was tested on the multi-drug one step 12 drug screen test device, and the result was negative. Activated charcoal was administered and monitored. A few hours later, testing on the urine sample was repeated on the multi-drug one step 12 drug screen test device and positive results were obtained for benzodiazepines and cocaine. The customer is not questioning the positive cocaine result as they caught the mother smoking a mixture containing cocaine in the patient's room. Flumazenil was administered, but customer states they do not know whether the treatment was provided before or after the positive bzo result, since the patient had three episodes of desaturation in the first 12 hours. No adverse outcomes reported. Although further information was requested, no further information was provided.